Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was pre-dilated, unk type and size balloon. The physician attempted to place a taxus express2 3.0 x 12 mm drug eluting stent to the severely calcified, severely tortuous right coronary artery (rca), but was unable to cross a previously placed stent. Upon removal of the stent delivery sys (sds) the guide tip sheared the stent off of the sds. The stent remained in the proximal portion of the rca. A 2.0 x 9 mm maverick balloon was used to expand the stent. No pt injuries or complications were reported. Pt status post procedure os noted as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.